Manufacturer narrative:
(B)(4). Batch # m52n1v. Result: the analysis showed that the atw35 device was received in good visual condition and with two tr35w cartridge reloads present. Cartridge (a) tr35w, l54h43 was received loaded on the device unfired and in good visual conditions. Cartridge (b) tr35w, m5281t was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload (a) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap renal transplant, the firing trigger was not able to be grasped at the 1st firing on the artery. Another device was used to complete the case. No bleeding occurred. There were no adverse consequences to the patient.